Manufacturer narrative:
Siemens review of the data files found four "sodium sensor interferent detected" messages in the events log. As stated in the rp 500 operator's guide, quaternary ammonium compounds (such as benzalkonium) are known interfering substances to the na sensor and should be avoided. These disinfectants are used for skin preparation and cleaning of instrument exteriors. The data indicates the differences may be a laboratory device versus point of care offset issue due to different types of methodologies and sample matrices. The literature states that for sodium, whole blood and serum do report differences with serum running higher. The customer stated they are operational.

Event description:
The customer reported discrepant sodium results for three patients run on the rp 500 when compared to a siemens chemistry analyzer. There was no report of injury due to this event.